Manufacturer narrative:
Device passed displacement test and self test. The vibrator is operating properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and faded end cap address label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not vibrating. The customer stated that insulin pump did not vibrate during vibrate test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.